Event description:
It was reported that the device was not powering on. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the front cover was dirty and scuffed. The unit had the customer's labels on it. The water tank cover was cracked, the drain fitting was rusted, and the line cord was worn. The reflux plug and rubber feet were missing. The pcb board and power switch are also outdated. The investigator filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to power on) was confirmed during testing. The product problem occurred because of a broken power switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event. Additionally, the complaint was clarified that the unit simply would not turn on and there was no fault code/alarm associated with it.

Event description:
Additionally, the complaint was clarified that the unit simply would not turn on and there was no fault code/alarm associated with it.